Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the battery run time failed in the cs300 intra-aortic balloon pump (iabp). Since the event occurred during pm. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue, reported that battery failed runtime the battery runtime test was at 105 minutes. Minimum runtime spec is 135 minutes. The stm replaced batteries and the issue was resolved. The stm completed the preventive maintenance (pm) with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the battery run time failed in the cs300 intra-aortic balloon pump (iabp). Since the event occurred during pm. There was no patient involvement, and no adverse event reported.